Event description:
It was reported to philips that the device battery was not charging and not recognized by the charger. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their battery was faulty and require replacement. The service order was initiated by the customer as a means to obtain a battery replacement under warranty with no onsite evaluation required. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or potentially faulty battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was determined to need calibrations and maintenance was successfully completed on the component. Following calibrations, manual shocks were successfully delivered when the battery was installed in a device. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified. Based on the conclusion of the initial investigation, it was originally reported that this was a malfunction of the battery (20280-0152-p). Per customer request, a replacement battery was ordered under warranty to resolve the reported issue. However, a follow up analysis of the returned battery was completed it was discovered that the battery was not properly calibrated by the customer. Following proper calibrations, the battery was found to be fully functional and passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device battery was not charging and not recognized by the charger. There was no patient involvement.